Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and no capture was observed. The patient had bradycardia with a heat rate in the 20's. Infinite lead impedance was measured. The unipolar portion of the lead was confirmed to be fractured via x-ray. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.